Event description:
It was reported that the patient stated that "the device design was flawed" because the device did not inform the patient when "clinically significant events were automatically detected" and that there was no way to "reset the event status to show a green light" after sending a remote transmission of information. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.